Event description:
The hummer tps assembly was sent for eval, and during MFR's quality eval it was observed that the broken cord had exposed wires. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality eval is pending. Therefore, a follow-up report will be submitted upon it is completed.